Event description:
It was reported that the fx minirail was used with a 300 cm ht floppy guide wire. Upon attempted removal of the minirail there was resistance felt and the devices had to be removed as a single unit. A dissection was observed that was treated with a stent.